Event description:
Customer reported panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included clearing the system's error logs. Communication was reestablished.